Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) left bundle branch lead exhibited rising thresholds since implant which are now high and triggered an alert. The lv (lbb) lead remains in use. No patient complications have been reported as a result of this event.